Manufacturer narrative:
(B)(4). Stent: promus 3.0 x 28 mm (part#1009541-28b/lot#unk); medication: clopidogrel 600 mg. The promus 3.0 x 28 mm (part#1009541-28b/lot#unk) is being filed under a separate manufacturer report number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. The lot number was not identified. A follow-up will be submitted with all relevant information. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). No predilatation. Myocardial infarction and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the 3.0 x 15 mm promus stent was implanted via direct stenting, it should be noted that the promus IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
It was reported via a trial that on (B)(6) 2010, due to acute coronary syndrome and respiratory failure, the patient underwent the index procedure with the deployment of two drug eluting stents, a 3.0 x 28 mm promus in the mid right coronary artery (rca) to treat in-stent restenosis of an unknown stent and a 3.0 x 15 mm promus in the proximal rca. Post procedure residual stenosis was 0%. The patient received a peri-procedural loading dose of clopidogrel, 600 mg. On (B)(6) 2010, the patient began 75 mg clopidogrel dosing. On (B)(6) 2010, the patient began 325 mg aspirin dosing. The patient was discharged from the index procedure hospitalization on (B)(6) 2010. On (B)(6) 2010, the patient was admitted to the hospital with an acute onset of shortness of breath which was treated with steroids, oxygen, and a nebulizer. The cardiac enzymes were reported to be positive for a non st elevation myocardial infarction (nstemi). A cardiac catheterization was performed on (B)(6) 2010 which revealed 80% in-stent restenosis of the promus stent implanted in the mid rca and 70% in-stent restenosis of the promus stent implanted in the proximal lesion. The patient was treated with a 3.0 x 12 mm apex otw balloon at 20 and 22 atm followed by the implantation of a promus rx 3.0 x 12 mm stent at 14 atm. No post-dilatation was performed. The aspirin dosing was increased from 81 mg to 325 mg, and the plavix 75 mg dosing was unchanged. The nstemi was resolved on (B)(6) 2010, and the patient was discharged from the hospital. No additional information was provided.

Event description:
Subsequent to filing the initial report, additional information was received: predilatation was not performed prior to implantation of the 3.0x15 mm promus in the proximal right coronary artery.